Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited undersensing for the patients atrial fibrillation (af). Technical services (ts) was consulted and discussed stored data as well as device programmed settings. This device remains in service. No adverse patient effects were reported.